Event description:
Patient had a diagnosis malfunction of implantable defibrillator ventricular (ICD) lead. Lead was removed and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).